Event description:
According to the reporter, during ileostomy repositioning procedure, after opening the packaging, the suture was used, and the needle had come off the thread, which happened twice. Another suture package was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#: d0m2037y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, d10 additional information: g3 d10 concomitant products: 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) 8886620721, 8886 6207-21 maxon 5-0 grn 75cm cv23x36 (lot#:d0m2037y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ileostomy repositioning procedure, after opening the packaging, the suture was used, and the needle had come off the thread, which happened twice. Another suture package was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ileostomy repositioning procedure, after opening the packaging, the suture was used, and the needle had come off the thread. It occurred on 11 sutures. Another suture package was opened and used to resolve the issue. There was no patient injury.